Manufacturer narrative:
Implicated product is a 10 fr. Dual port with a peel-apart introducer kit. No product was received for eval. A lot history review reveals no related mfg issues and no other complaints for this lot. No complaint sample was provided for eval. Inconclusive. In spite of a dye study and subsequent removal of device, complaint file provides no description of where on device leakage is report to have occured. Extravasation may result from various non-mfg related causes, including sharp instrument or mechanical damage to device components, incorrect catheter/port connection, burst damage and dislodged septuems product instructions for use provides precautions and/or warnings regarding each of these.

Event description:
The port was placed on 1/29/97. Extravasation was suspected and so a dye study was done which verified leakage. The port was removed on 3/7/97 and replaced.